Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. It was found the alarm occurred 6 times while the customer was filling their tubing. The customer's blood glucose was 226 mg/dl. Troubleshooting found insulin was able to exit the tubing with a push plunger. Customer also stated the insulin pump alarmed no delivery with a manual prime. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.